Event description:
The patient reported their blood glucose (bg) level reached 420 mg/dl; while wearing the pod on the arm. They reported the adhesive did not adhere properly, which lead to bg levels rising to 280 mg/dl in the evening. The following day, at 12 p.m. Their bg level reached 420 mg/dl, which was measured through a capillary test. The patient administered a bolus of 7 units with the pod, without an effect on levels. When the pod was removed, the patient became aware that the cannula was not properly inserted in the infusion site. As treatment, the patient changed the pod and manually administered 7 units via an insulin pen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.